Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the.... The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported two drill bits broke while drilling with a 4.0 nm torque limiter. All the broken pieces were removed from the patient. This report is for 1 of the 2 broken drill bits. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device history record review revealed that the measurable dimensions of the returned drill bits were found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers (only for drill bit 03.114.007 as other lot number is unknown) showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigations have shown that both drill bits are indeed completely broken off (03.114.007 on the tip and 513.005 on the shaft). As mentioned on the device report the surgeon may have applied too much force during drilling which resulted in these breakages. Unfortunately no further information had been made available. We are aware of the fact that these are rather delicate instrument which can break if too much force is applied. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.